Event description:
It was reported that during a knee arthroscopy, when the surgeon went to use the device, a brownish fluid started draining into the outflow arthroscopy tubing. The fluid was "not blood or anything from that pt. It was coming from the shaver itself." The handpiece was checked to see if it had any remaining biological remains that might have been missed from the complainant's processing, and it did not. The same brownish fluid leaked from the end of the device when it was removed from the knee. None of the fluid entered the joint capsule. Both the device and the handpiece were replaced to complete the procedure. There was no pt injury. The handpiece did not belong to this MFR.

Manufacturer narrative:
Final device investigation found that the hub of the inner shaver was covered with some type of corrosion material that, due to its placement, was believed to come from the handpiece, which dose not belong to this MFR. A brush was run down the inner and outer pieces of the shaver, and no debris or foreign material was found. As part of the mfg process, channel cleaning brushes are run down the length of both the inner and outer pieces of the device to insure that the shafts are free of debris. The device history record was reviewed and no discrepancies were noted.